Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed which revealed that the liquid would not flow through the end of the chamber. Additional air flow test via provaset verifies the blockage. The reported problem was verified. The exact cause of the reported condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set would not flow. This was noted during filling of the set. There was no patient involvement. No additional information is available.